Event description:
It was reported that this implantable lead was part of the system revision due to infection. Reportedly, the patient went to the outpatient facility, and a leakage was found on the implant site. The patient was sent to another hospital due to a system explant procedure to be done. No adverse patient effects were reported. The implantable lead was explanted.